Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional contact info: (B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a bent pin in the network port. There was no patient involvement and no harm reported.

Event description:
This MDR is being cancelled as its not a reportable event.

Manufacturer narrative:
This MDR is being cancelled its not a reportable event. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.